Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Were any concomitant procedures performed? Were there any intra-operative complications? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? When was the mesh extrusion first noted by a physician? Mesh extrusion site/location, symptoms and diagnostic confirmation? If re-operation was performed please provide date and surgical findings? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is meant by ¿extruded tape was re-covered/re-epithelized¿? What is physician¿s opinion as to the etiology of or contributing factors to these events (pain and mesh extrusion)? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain and mesh was extruded tape was re-covered/re-epithelized. Additional information has been requested.